Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred.the 99% stenosed target lesion was located in the anterior tibial artery with unknown levels of calcification and tortuosity. A 1.5x20mm sterling es balloon catheter burst on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4)